Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using a prostyle device after a left heart catheterization and percutaneous coronary intervention procedure using a 6f sheath. Reportedly, there was proper suture placement, and the device was successfully used to achieve hemostasis. One week after the procedure, the patient came in for an unrelated procedure at the rcfa and presented with a cool, painful leg and stenosis [occlusion] was noted. The physician believed this was due to the previous closure device. There was no treatment done. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using a prostyle device after a left heart catheterization and percutaneous coronary intervention procedure using a 6f sheath. Reportedly, there was proper suture placement, and the device was successfully used to achieve hemostasis. One week after the procedure, the patient came in for an unrelated procedure at the rcfa and presented with a cool, painful leg and stenosis [occlusion] was noted. The physician believed this was due to the previous closure device. There was no treatment done. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of occlusion and pain are listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5: minor correction to procedure description.